Event description:
It was reported to boston scientific corporation that an ultratome xl was attempted to be used in the duodenal papilla during an endoscopic retrograde cholangiopancreatography (ercp) procedure to treat bile duct stones performed on (B)(6) 2026. During the procedure, when cutting the duodenal papilla, the cutting wire was fractured. It was reported that the cutting wire was intact, but the wire anchor dislodged from the catheter. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: the initial reporter facility name is the (B)(6) hospital of (B)(6); reported here as initial reporter facility name exceeded the character limit for the designated field. Block h6: imdrf device code a040601 captures the reportable event of wire/anchor dislodged or dislocated.